Event description:
It was reported that noise via a merlin.net transmission was observed. The lead was capped and replaced. The patient condition was stable during and post procedure.

Manufacturer narrative:
Product not returned. (B)(4).